Event description:
On (B)(6) 2012: initial implant (device info not available). On (B)(6) 2017: revision due to dysfunction of device (B)(4). On (B)(6) 2017: revision due to lead erosion device generator (B)(4) lead (B)(4) . Dates of use: (B)(6) 2017.